Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the hospital name/account number? What was the date of the initial surgery? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What color setting was selected on the device and what was the sequence of the firings? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the fistula occur? How was the fistula identified? What was the date of the reoperation? Was the site of the fistula identified? If so, where and what was observed? Was it leaking through the staple line? Were any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? Does the surgeon believe the post-operative fistula was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that postoperative to a gastric resection procedure, the patient presented fistula in the gastroduodenal anastomosis. It was necessary to operate the patient again and probably an abdominal wash.